Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that patient was not sure if they had a uti and it was not determined at procedure time. Patient also reported uncomfortable stimulation in the buttocks and that it felt like a bee stinging. Patient further stated that they felt pain at the pelvic area and at the incision site. No further complications were noted or anticipated.

Event description:
Additional information was received.

Manufacturer narrative:
(B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.